Manufacturer narrative:
An event regarding crack/fracture involving a mako impactor was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: not performed because no medical records or x-rays were made available for evaluation. Device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies there has been no other event for the lot referenced. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The trial poly was damaged upon removal from the patient after trialing. The plastic impactor piece was damaged when impacting the final tibial baseplate. Neither incidence affected the patient negatively.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
The trial poly was damaged upon removal from the patient after trailing. The plastic impactor piece was damaged when impacting the final tibial baseplate. Neither incidence affected the patient negatively.